Manufacturer narrative:
Additional information was received on 1/15/2020. The patient's explant date was cancelled. D7 should be blank. 2. Is required intervention- uncheck 2. Is other serious- check at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: n/a manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 10/03/2019. An explant was stated to have occurred on 10/01/2019. 1. Is other serious- uncheck. 2. Is required intervention- check. Reason for device explant and/or reoperation: deflation. Additional information was received on 10/21/2019. The explant was rescheduled to 01/07/2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent breast augmentation revision with mentor smooth round moderate profile 175cc saline prosthesis experienced bilateral deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-10898 for contralateral prosthesis report.